Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported difficulty positioning was due to procedural conditions, and the difficulty removing the gripper line resulted in the gripper line break; however, a definitive cause for the difficulty removing the gripper line could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The mitraclip steerable guide catheter (sgc) referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because the gripper line was difficult to remove and subsequently separated, which has the potential to cause serious injury if a piece of the gripper line is left behind in the patient. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3 and challenging patient anatomy due to prolapsed anterior leaflet. The clip delivery system (cds) met resistance with the steerable guide catheter (sgc) during advancement; however, the cds was able to advance with troubleshooting and the clip was placed. During removal of the gripper line, resistance was noted and the gripper line separated. The separated gripper line was successfully removed without intervention. After removal of the devices, the sgc soft tip as noted to be torn. The procedure was completed successfully, with mr reduced to <1, no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided.